Event description:
It was reported that the patient a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and urinary incontinence; and will require additional medical treatments.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Due to hematuria, mesh erosion, pain, dyspareunia and frequent urinary tract infections mesh was removed on (B)(6) 2009 & (B)(6) 2011.